Event description:
It was reported that obstruction in charging port made charging difficult because cord could not fully insert and customer had to remove debris from port. No information was provided regarding impact to the customer¿s blood glucose level. Customer removed debris using toothpick to allow charging, and no further assistance was requested or required based on customer declining additional support and confirmation that charging port did not appear damaged.